Manufacturer narrative:
As received the lead was cut into five pieces. The damage was found consistent with that occurring at the time of explant. Final analysis found that the proximal insulation was crushed and the proixmal coil was damaged, at two ends of the center pieces. One of the filars of the damaged coil was melted at the tip. All five filars of the coil were fractured, due to clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that a chest x-ray revealed atrial lead insulation damage in the area under the collar-bone. The lead was explanted.